Event description:
As reported by the edwards clinical specialist, during the transapical transcatheter aortic valve replacement procedure with an rf3 delivery system, the mitral apparatus was damaged. Additional information received from the clinical specialists through investigation indicates this patient expired sometime following the tavr procedure. The cause of death is unknown. Per report at the start of the procedure, after guide wire insertion, echo showed mitral regurgitation (mr) beyond baseline when the wire was manipulated indicating that the wire was caught in the mitral apparatus. Multiple attempts were made to reposition wire. Once the wire was across the native aortic valve, and believed to be free of the mitral apparatus a bav was performed using the edwards 20mm balloon. The first 23mm sapien valve was then introduced with some mild difficulty across the native aortic valve. Before valve deployment echo showed worsening mr with pa pressures in the 90's. After the valve was deployed there was wide aortic insufficiency. A second sapien valve was prepped. An additional (cc) of diluted contrast was added to the final prep as per physician and the valve was deployed. After the second valve was deployed the aortic insufficiency continued and the patient developed ventricular fibrillation requiring multiple defibrillator shocks converting the patient to a sinus rhythm as per anesthesiologist. Chest compression were started to help circulate some of the medication that were being administered. Cannulas were then opened for the cardiopulmonary bypass machine and the patient was placed on pump. At this, point an echo showed a flailed mitral valve leaflet with mild aortic insufficiency. The patient developed supraventricular tachycardia (svt) requiring synchronized shocks with conversion to sinus rhythm. The patient received 6 additional shocks for the similar rhythm with conversion each time to a sinus rhythm. Pressors were giving to help raise blood pressure to see if valve leaflets would move with the additional blood pressure. A multipurpose catheter was used to help manipulate the valve leaflets. After multiple attempts with the mp catheter the valve leaflets began to move. The patient developed ventricular fibrillation requiring 3 shocks before the rhythm was converted. The patient was then placed on ECMO (extracorporeal membrane oxygenation). The chest was closed and the patient was transferred to the ICU.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) review of the effected delivery system shows the device met specifications prior to distribution of device. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention. In this case, there was no allegation of an edward's device malfunction contributing or causing this event. It is likely procedural factors contributed/caused the flailed mitral valve and mitral regurgitation. The safety and effectiveness of the rf3 delivery system for transapical delivery of the edwards sapien transcatheter heart valve has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. No corrective or preventive actions are required. This is one of three reports being submitted for this case. This report is for the delivery system. (B)(4).